Event description:
It was reported that the programmer would not turn on. It was further noted that it had an out of specification baseline. The programmer was returned for service. There was no indication of patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer would not power on; power supply found out of electrical specification. System fan is noisy.